Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing near the twist clamp of a transfer set was damaged. The issue was noticed when the transfer set was removed. The reported stated that the tube looked ¿nibbled¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During visual inspection by the naked eye and magnification, damage on the light blue main body and patient adapter were observed. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and integrity of connection testing. The device passed all functional tests. The reported issue was verified. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.